Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn't get it out- tampon [foreign body in reproductive tract] pain - vagina [vulvovaginal pain] string completely unraveled [device breakage] case narrative: consumer reported via email that the tampon string unraveled during removal. No serious injury was reported.